Event description:
The user reported that during preventive maintenance, the batter back-up module of the pump system failed to properly indicate that a full charge had been accomplished after 12 hours of charging the batteries. No pt was involved in this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.